Manufacturer narrative:
The insulin pump was monitored for several days. The device was received with all operating currents within specifications and passed functional testing including the rewind test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected auto off alarm anomalies were noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump is programmed to shut off at 15 hours but shuts off before that. His blood glucose was unknown. He was advised that the pump would need to be replaced. The pump will be returning for analysis.